Event description:
It was reported that occlusion alarms occurred. The customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose level over 600 mg/dl with a diabetic coma and high ketones which were identified as dangerous by a healthcare provider. The customer attempted to self-treat with a manual dose injection and correction bolus via the pump, but was treated intravenously with fluids of saline and insulin in the ICU. The customer was released (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.